Event description:
Porta catheter placed on 12/31/97 without difficulty. Sometime later, the catheter was not working well. An x-ray with contrast dye showed the line was leaking through a hole, the line had apparently broken off. It is believed that movement of pt's clavicle sheared the line. Update: broken catheter has been successfully removed.